Manufacturer narrative:
(B)(4); device was not returned for evaluation. The following information was requested, but unavailable: what is the patient¿s current condition? The event description indicates four (4) blue reloads were used. It was reported that a device with a gold reload was used? Could you please clarify what device and reload product codes were used in the procedure? During the operation, what was the appearance of the staple line (intact, malformed staple, unformed, etc.)? Were any of the forces higher or lower than expected (closing, firing, or opening)? Were any unexpected noises heard? If so, when? Was the instrument fired across or near an existing staple line or clip? Was there any difficulty removing the device from the tissue? What disease condition was being treated? Where was the opening located (proximal, distal)? How was the common channel closed?

Event description:
It was reported that during a small bowel resection procedure, three blue reloads were used to transect the bowel. The fourth blue reload was used for a side to side bowel/colon anastomosis. The staple line appeared intact and the patient was closed. The patient was brought back to or the following day due to suspected leak. The proximal end of the fourth staple line was open approx. 5mm. The opening was closed and abdominal cavity irrigated. The patient brought back following day for abdominal washings. One device was discarded.